Manufacturer narrative:
A complete lead was returned in one piece measuring 57.8 cm. Analysis was normal. No lead problem found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During the procedure, the newly implanted left ventricular lead was unable to capture and had high pacing impedance. The lead was exchanged and the procedure was completed successfully. The patient was stable.